Event description:
Sales reppresentative reports the injection site 'expanded and popped off' while injecting meds with an 18/20 gauge needle. The needles were from prefilled syringes. No pt injury noted. After further talking with the nurse, she noted that the injection port stayed connected to the needle when withdrawing the syringe from the injection port. She verified that no pt injury occurred.